Event description:
Information was received that a smiths medical cadd legacy plus alarms " no disposable, pump won't run". Infusion was interrupted or 20 minutes. Infusion was able to be completed and no patient injury resulted.